Manufacturer narrative:
Evaluation of the first returned smart coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, and the pull wire was retracted out of the ddt. If this occurs, the embolization coil will detach from its pusher assembly. Further evaluation revealed kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Evaluation of the second returned smart coil could not confirm that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pull wire was fractured on the proximal end of the pusher assembly, and the embolization coil was intact with its pusher assembly. If the pull wire is not retracted out of the ddt, the embolization coil will not detach. Further evaluation revealed kinks throughout the length of the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2022-00555.

Event description:
The patient was undergoing a coil embolization procedure in the basilar tip using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician advanced the smart coil through the microcatheter, however, the smart coil unintentionally detached within the microcatheter. Therefore, the physician used a snare device to remove the detached smart coil from the microcatheter. It was reported that a second smart coil also unintentionally detached within the microcatheter and was removed with a snare device. The procedure was completed with additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.